Manufacturer narrative:
The investigation is still in process. A supplemental report will be submitted after completion. Please see related MFR report #s: 1221359-2020-00369, 1221359-2020-00394, 1221359-2020-00395, 1221359-2020-00414, 1221359-2020-00416, and 1221359-2020-00417.

Event description:
The customer reported false negative results with the binax now covid-19 ag card assay involving seven patients. This report represents the fifth patient of the seven. The customer reported a false negative result was obtained on (B)(6) 2020. The customer indicated that confirmation testing with pcr generated a positive result (no CT value provided). The customer reported that the patient was asymptomatic, but no additional patient information, including treatment and outcome, has been provided by the customer. No information was reported regarding death or serious injury based on the binax now covid-19 ag card result. Per binax now covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Negative results from patients with symptom onset beyond seven days should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Per binax now covid-19 ag card product insert precautions and limitations: inadequate or inappropriate sample collection, storage, and transport may yield false test results. False negative results can occur if the sample swab is not rotated (twirled) prior to closing the card. False results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. False negative results may occur if inadequate extraction buffer is used (e.g.,<6 drops). False negative results may occur if swabs are stored in their paper sheath after specimen collection. The presence of mupirocin may interfere with the binaxnow covid-19 ag test and may cause false negative results. Due to the risk of false negative results potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information: (expiration date), (device manufacture date). Additional information received from the customer identified the false negative results with the binaxnow covid-19 ag card assay involved eight (8) patients. Therefore, this report represents the fifth (5) patient of the eight (8). Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 126028 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 195-000 / lot 126028 and device part number 195-430 / lot 124952 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 126028 showed that the complaint rate is 0.002%. Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific validation/comparison samples. The available evidence suggests that this device lot is performing within the statements made within package insert under performance characteristics and clinical performance. Please see related MFR report #s:1221359-2020-00369, 1221359-2020-00394, 1221359-2020-00395, 1221359-2020-00414, 1221359-2020-00416, 1221359-2020-00417, and 1221359-2020-00425.